Event description:
The hosp reported encountering an issue with the saddleloop device during a procedure. It was reported the saddle portion of the device did not hold the loop in place after anchoring to the epicardium. The hosp reported the result was total occlusion was not achieved during anastomosis. Follow up with hosp found that due to the alleged event, approx 100 minuted of ischemic time was added to the procedure. The hosp reported that the device was removed and the procedure was successfully completed using another saddleloop device (from same MFR). There were no pt complications reported as a result of this alleged event. The device was returned to the MFR for analysis.

Manufacturer narrative:
(B)(4).